Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 28-sep-2021 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that device was not communicating and got stuck in the updating mode with black screen. A field service engineer (fse) identified that the windows updates caused station to not boot up. Fse reimaged the station with 1.11 software, configured the remote support service and synced the database. The system functioned as intended after the field service engineer had repaired the device.

Event description:
It was reported that when using the bd pyxis¿ anesthesia station es, it was not communicating. Users attempted to reboot the machine, the screen was black and got stuck in the updating mode. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.